Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A service history review was conducted. The report indicates that no service history review can be performed as this is a lot controlled item. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a trochanteric fixation nail (tfn) procedure, the buttress compression nut would not release from the 130 degree aiming arm. The blade guide sleeve was reported to have damaged threads by the surgeon and would not properly thread. The helical blade coupling screw falls off when the helical blade inserter is decoupled. When the coupling screw is removed the back end falls off. This is report number 4 of 5 for (B)(4).

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that the back of the device falls apart when the coupling screw is removed. The repair technician reported the shaft sleeve has wear marks, the guide pin in the alignment nut is missing, and the top of the inserter is burred. The item is not repairable. The cause of the issue is unknown. A pd evaluation was conducted. The report indicates that the helical blade inserter is a component of the trochanteric fixation nail (tfn) locking set which is used for intramedullary fixation of proximal femur fractures. The helical blade inserter is utilized to insert 11.0 mm helical blades which are used to proximally secure a nail. The following drawings for the inserter were reviewed: top level ((B)(4)) and alignment indicator ((B)(4)). The drawings were found suitable to determine the intended device design, application and dimensional conformity. The 2.0mm locator pin is used to align the alignment indicator with the guide shaft. The designs are adequate for their intended purposes. The alignment indicator is not intended to be struck with a hammer; therefore the locator pin was not designed to be able to withstand the resulting force. In order to fully insert the helical blade, light hammer blows may be necessary on the back of the coupling screw. Clear witness marks are present on both ears of the alignment indicator and are consistent with a sheared off pin. An inadvertent blow to the indicator would shear off the locator pin, which would allow the indicator to spin freely. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. The instrument did break so the complaint is confirmed. This complaint condition is the result of repeated hammering and a cumulative sum of multiple miss-stuck hammer blows to the alignment indicator. The component is not intended to receive hammer blows and was not designed to withstand such blows. The returned condition of the device reveals that the method of use rather than any design deficiency has resulted in this confirmed complaint. The device is determined suitable for its intended and recommended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.